Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ICD and the lead were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. In a next step, the returned device data was inspected. The data does not show any indication of an ICD malfunction. However, it indicates a potential damage of the rv lead, presumably in the high voltage circuit. Solely based on data analysis the root cause for the reported behavior is not determinable and it can only be clarified by an analysis of the lead itself. Should further relevant information or any of the devices become available for analysis, this investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
An alert for low shock impedance was received on (B)(6) 2026, and alerts were also received on (B)(6) 2026. Therefore, the follow-up was done on (B)(6) 2026. During the follow-up, no abnormalities were found in the data. In addition, suspecting a possible lead insulation failure, reproducibility testing was performed, including changing body position (supine, sitting, prone, and lateral positions), palpating the implant site, and rotating the left arm on the implant side. However, the shock impedance remained within the normal range, and no abnormalities were observed in the ff waveform. Lead currently remains implanted. Should additional information be received, this file will be updated.